Event description:
It was reported that a patient (pt) had a break in aseptic technique, during peritoneal dialysis (pd) therapy, which caused peritonitis. Eighteen days prior to receipt of this report, the pt began treatment with dianeal pd2 2.5% ultrabag and extraneal therapies (doses and frequencies not reported) intraperitoneally (ip) for pd. The break in aseptic technique was further described as the pt did not wear a mask and the area was not clean before starting pd. The pt was not hospitalized for the peritonitis. The pt was treated for the peritonitis with an injection of amikacin, ip, 500mg, once daily, and an injection of reflin ip, 500mg in alternate bag (frequency not reported) for the peritonitis. Concomitant therapy was not reported. Dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported, to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.